Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the device as recommended and so experienced loss of therapy. As a result, the scs ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) wherein the scs ipg was explanted and replaced with a new model which resolved the issue.